Manufacturer narrative:
Device history record review revealed nothing relevant to this event. Device eval confirmed the needle is broken at half an inch from the weld. Product history revealed that broken needles (not at weld) will typically occur if; the user applies excessive force while trying to pass the needle through too much tissue and/or the device tip unexpectedly strikes the pt's bone. This event has been attributed to misuse.

Event description:
It was reported that the tip of the needle broke off in the pt's rotator cuff. The surgeon had to open the shoulder to remove the broken tip. Add'l implants were used to compensate for the cuff tissue torn during removal of the broken needle tip. The case was delayed over 30 minutes. No add'l adverse consequences have been reported and no further pt info is available from the customer. This device is used for treatment.